Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device allegedly caused necrosis to the patient during use. It was reported that upon intubation at the emergency visit, there was a high cuff pressure used on the device. No further information available at this time.

Manufacturer narrative:
This case has been determined to be a duplicate of 2936999-2019-00110. Medwatch report number 2936999-2019-00110 for all details pertaining to this case. If information is provided in the future, a supplemental report will be issued.